Event description:
Valve thrombosis of the on-x mitral valve prosthesis, occurred 8+ years post-operative. Pt also has an aortic valve prosthesis (on-x valve). Per aats/sts guidelines, thrombosis is defined to be valve-related. Pt presented to hospital with shortness of breath. Pt was noncompliant with anticoagulation therapy. Pt later stated he would only take his warfarin whenever his fingertips got cold; no info on how frequently that occurred. Surgeon reported that during re-op, the aortic valve was inspected and found to be clean with no thrombus. Hospital staff positively impressed that the valve did not clot sooner given the non-compliance. Pt recovered.

Manufacturer narrative:
As of the date of this MDR, pathology report is not yet available, so our evaluation of the returned explant is not yet complete. However, we do not expect to learn anything that would warrant the need for a follow-up report. It is common that we confirm via pathology that the tissue present is thrombus.